Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: "excessive elastic small particles, 1-2 mm in length, were found on the inner surface of the 10 ml syringe in the middle of drug preparation. The particle is clear and colourless, elastic. 9 syringes on file from drug preparation. Remaining batch collected off the supply shelf for possible delivery to the supplier, approx. 30 pcs."

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: a total of fifty-nine syringes were provided for investigation, including nine that had been used. During visual inspection, small transparent particles were observed inside two of the used syringes. Characterization testing was performed, and based on both the test results and the appearance of the material, the particles were identified as silicone that had mixed with the liquid used in the device, resulting in a thicker consistency. No foreign matter or other contamination was identified inside any of the syringes. During inspection of the nine used syringes, one syringe was also found to have a small burr in the form of a thread. The remaining unused syringes were inspected and three syringes were found with white polypropylene particles adhered to the exterior of the barrel, and one syringe was found with a small burr. Silicone lubricant is used during the syringe assembly process to facilitate smooth movement of the plunger and stopper throughout the product's shelf life. The silicone used is a non-toxic, medical-grade material authorized for this application. Iso 7886-1 requires the use of a biocompatible lubricant and defines allowable limits, which bd strictly follows. Silicone levels are continuously monitored during manufacturing, and rigorous quality controls are applied to ensure compliance with regulatory requirements and internal quality standards. A device history review was performed for reported lot 2508043. No deviations or non-conformances were identified during the manufacturing process. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were identified. Additionally, six retained samples were used for evaluation. All product was inspected, and no burrs, particles, or other contamination were observed on any of the devices. While we could not identify a direct issue, the particles were likely generated during movement of the product within the manufacturing equipment during the assembly process, and the burrs likely originated during the molding process. Manufacturing personnel have been notified of this event to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.